Manufacturer narrative:
The contribution of the device to the reported event could not be determined as the device was not returned for evaluation. The root cause of the event could not be determined from the information available and without device evaluation. If the device becomes available for evaluation, a follow-up report will be submitted.

Event description:
On 12/23/2022, it was reported by a sales representative via sems that an ar-9811 apollorf mp90 ablation pad became loose and disconnected. This was discovered during a shoulder arthroscopy on (B)(6) 2022. The case was completed by using a new device.

Manufacturer narrative:
Since the complaint device was not returned, a physical evaluation of the device was not performed. The most likely cause for the reported failure can be attributed to a manufacturing issue; however, due to the device not being returned, we are unable to confirm the allegation reported event.

Event description:
Additional information provided: the ablation pad did break off from the device. It was loose and noticed on the screen and the device was pulled out. When inspecting the device, the tech pulled the ablation pad off the device. The device did not come into contact with any other device. It was in constant use during a sub acromial decompression. It was on and off for about 10-15 minutes. The case was completed by getting another apollo.